Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery had only been lasting for five to six hours. They reported that they had experienced the insulin pump shutting off in the middle of the night and saying reservoir was empty, but when they woke up the next day, it said that there were 100 units left in the reservoir. The customer's blood glucose level during the incident was 263 mg/dl. The customer treated the blood glucose by replacing the insulin pump battery and taking a bolus. It was noted that there was one replace battery alarm that was less than a week in the alarm history. The customer also reported that they received power loss alarms every day, although she did not read these off when she reviewed the alarm history. They could not find any low reservoir or empty reservoir alarms. Troubleshooting was not completed because the call was disconnected. The device will not return for analysis.